Manufacturer narrative:
Service history review: part 05.000.008, lot no: 004203: a service history of the past three years has been reviewed. The item was previously returned for service on 23september2015, 08december2014 due to motor failure and on 09october2014 due to electronic control damage. The customer called in a service request for this item on 09october2015 and reported the device runs continuously. The previous service conditions of motor failure are relevant to the current complained issue of the device runs continuously. The manufacture date of this item is 09june2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the device had running continuously. The repair technician reported the device would run at random without pressing any buttons. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include gxl. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill for a hand piece for battery powered driver runs without pressing power when the battery is attached. The issue was discovered during testing with no patient or surgical involvement. (B)(4).